Event description:
It was reported that the superior vena cava (svc) coil was potentially fractured. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, and a lead impedance out of range alert triggered. An out of tolerance subthreshold lead impedance alert occurred on 31 jan 2010 and 02 feb 2010. Max svc defib is greater than 250 ohms throughout the record.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2000 (B)(6); (B)(4) implantable cardioverter defibrillator (ICD)  2010 (B)(6). (B)(4).

Event description:
It was further reported that the right ventricular (rv) lead had high pacing thresholds. The pace/sense portion was capped and replaced and the high voltage portion remains in use. In addition, the svc lead had been programmed off previously. The lead was explanted and not replaced as it was not needed for the system.